Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during the basic occlusion test due to protruded/loose drive support disk. They were unable to verify the / compromised force sensor system alarm test due to the motor error alarm. The pump had minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of the incident. The customer stated that the force sensor had been broken. The insulin pump was returned for analysis.